Event description:
It was reported that when ¿there was some storms it was turning itself on.¿

Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. (B)(4).